Event description:
It was reported to boston scientific corporation that during a procedure using an advantage transvaginal mid-urethral, one of the advantage trocars pierced the patient's urethra. The physician withdrew the trocar and closed the urethral perforation (method unknown). The procedure was aborted due to the perforation. Reportedly, the patient was fine at the conclusion of the procedure. All other information is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.